Manufacturer narrative:
Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that while in the united states his onetouch vita meter read inaccurately. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests five times a day (morning, midday, evening, and when he eats something). The patient manages his diabetes with humalog (sliding scale) and ¿protaphane¿ (dosage not specified). The patient reports that his normal blood glucose range is ¿about 130mg/dl¿. The patient alleged that the product issue occurred in (B)(6) 2013, while in the airport waiting to board a plane. At an unspecified date/time, the patient reportedly obtained a blood glucose reading of ¿496mg/dl¿ with the subject meter and in response to the reported result, the patient clarified he administered and additional 7 or 8 more units of humalog insulin (combined total not specified). As a result of the alleged meter issue, the patient reportedly developed a symptom of shaking and was senseless an unspecified time later. Approximately an hour after obtaining ¿496mg/dl¿ the patient had also obtained a blood glucose reading of ¿45 or 33mg/dl¿ with the subject meter. After the onset of his symptoms, the patient reportedly consumed grapes as self-treatment and approximately 30 minutes later the patient indicated his symptoms subsided and he obtained a reading of ¿298mg/dl¿ with the subject meter. The patient denied receiving any additional medical intervention after the reported product issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.